Manufacturer narrative:
.

Event description:
Clinical trial. It was reported that during a clinical trial carotid artery stenting procedure, the delivery catheter separated from the delivery system. The index lesion was a de novo lesion in the right internal carotid artery (rica). The vessel was 20mm long and 90% stenosed. The physician placed a filterwire ez then dilated the lesion. A nextstent was then placed. Another 30mm nexstent was placed. Then, while the stent delivery system was removed from the body of the pt, the delivery catheter was stuck on a kinked guidewire outside of the body. As the catheter was removed off of the wire, the inner delivery catheter (where the stent rests) became separated from the rest of the delivery catheter system. Nothing was left in the pt and no harm to the pt occurred. The pt tolerated the procedure well and was transferred to recovery in stable condition. Residual stenosis was 0%.